Manufacturer narrative:
Findings: pump received with normal operating currents and passed the self test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery, and the dat test at .08750 inches. No motor error alarm noted and unable to verify alarms in the alarm history due to history file overwritten. Motor passed the motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were recently hospitalized due to diabetic ketoacidosis and a high blood glucose level of 729 mg/dl. The customer was wearing the insulin pump at the time of admission. Customer reported that the insulin pump had motor error alarms and a motor position encoder error alarm. The issues were not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.